Event description:
Additional information received states that the patient¿s estimated blood loss was 10-20ml. There was no harm to the patient as the filter was immediately changed. There was no system alarm because as the blood reached the filter, the membrane started leakage and the treatment was stopped. The blood leak was noted to be inside the housing of the dialyzer. The patient¿s treatment was restarted on the same machine with another dialyzer. The patient completed treatment after restarting. No further details provided.

Manufacturer narrative:
Investigation: the complaint sample was not available. Although our dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. Batch record investigation (DHR): products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification.

Event description:
Additional information received states that the patient¿s estimated blood loss was 10-20ml. There was no harm to the patient as the filter was immediately changed. There was no system alarm because as the blood reached the filter, the membrane started leakage and the treatment was stopped. The blood leak was noted to be inside the housing of the dialyzer. The patient¿s treatment was restarted on the same machine with another dialyzer. The patient completed treatment after restarting. No further details provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that after the blood pump was started, the arterial blood line connected with the patient catheter started leaking blood from the membrane as the blood reached the dialyzer. The blood pump was stopped immediately. Treatment was completed with a new av600s filter. It is unknown if the sample is available for evaluation. Additional information requested but has not been obtained.